Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at the time complaint was filed: date: (B)(6) 2011, inratio: 1.5, reference: 2.0, mean: 1.75, confidence limits: 1.2-2.3, result: pass. Date: (B)(6) 2011, 1.5, 2.5, 2.0, 1.3-2.7, pass. Reported results for each date of testing were performed within unspecified time window - customer merely stated one result each day in the 'am' and the other in the 'pm.' Possible that testing was performed greater than three hours apart and external factors contributed to any observed result disparities. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2011, inratio: 1.8, inratio: 1.7, mean: 1.75, sd: 0.071, %cv: 4.04, result: pass. Since % cv is less than 20%, inratio meter results pass the criteria for precision. The results are not considered discrepant beyond the documented variability for pt/inr testing. No product associated with the complaint is expected for return. In-house testing has been performed on reported lot 234523 on 01-mar-2011. Results as follows: inratio: 2.0, inratio: 2.1, inratio: 2.2, reference: 2.05, bias threshold: 1.05-3.05. 3.1, 3.0, 2.8, 3.53, 2.53-4.53. The minimum two out of three replicates for this donor are within the acceptable bias for accuracy. Product performed as expected. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Patient's condition and change of diet could affect inr test results. Analysis of the client's data from repeated inratio tests revealed that test result comparison met precision criteria. No product was expected to be returned. Retain strip test result comparison met product performance criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter compared to an emergency room's inr result and a doctor's point of care (poc) meter: date: (B)(6) 2011, inratio: 1.8, retest inratio: 1.7. Date: (B)(6) 2011, inratio: 1.5, ER inr result: 2.0. Date: (B)(6) 2011, inratio: 1.5, poc meter: 2.5. Patient's target therapeutic range is 2.0-3.0. Patient states that she cannot get venous draws done because of her tendency to get blood clots. Patient had guests over who made vegetable soup which she normally does not eat much. Patient claims to have been stable for quite some time and has not gone under 2.0 for awhile. She was concerned about the meter so she took it into her doctor's office to have it measured against her doctor's poc system.